Manufacturer narrative:
The reported issue was confirmed. The root cause was determined to be a failed pressure transducer. The device was evaluated upon receipt. Confirmed in patient data pressure reading -13 psi with both pumps off. The pressure transducer was replaced. Device was put through a functional check and calibration. The arctic sun stat passed all performance testing, calibration, and electrical safety tests and is functioning properly and ready for use. Replacement of the pressure transducer corrected the reported problem. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the postcardiac arrest patient had not reached target of 36c yet on the arctic sun device. The patient was 35.4c and had been for a few hours. The patient was on the device with serial number (B)(6), but nurse changed it over to serial number (B)(6) already. Nurse thought that the water was 32.8c on the device with serial number (B)(6) and it did not give a flow rate. The patient had been on the device with serial number (B)(6) for about 5-10 minutes. Water was 68.2f, flow was 0 lpm, inlet pressure was -13.5c and circulation pump was at 0 percentage. Nurse stopped and resumed therapy. Flow was at 0lpm, inlet pressure was -6.9 psi, circulation pump 0 percentage, pump hours 933 and system hours were 984. Nurse stopped therapy and emptied pads. Received an empty pads not complete alert. Nurse disconnected pads and started therapy in manual mode. The flow was 0lpm, inlet pressure between -11.8 and -13.5psi, circulation pump was 0 percentage . Mis asked nurse to send the device with serial number (B)(6) to biomed labeled no flow. Nurse was placing the patient on a third device. Mis asked nurse to troubleshoot first device with serial number (B)(6). In manual mode with a water target of 100f, flow was 1.6lpm, inlet pressure was -7.0psi, circulation pump 44 percentage. Water 86f and increasing. Water level 3. Mis explained that this device appeared to be functioning properly. Mis discussed factors that could make it difficult for a patient to warm. There was a 0.5c allowable tolerance. The patient was 0.6c below target. The water may not have been warmer to prevent the patient from getting too warm. Mis explained that the first device may be used on patients if someone else came in. Mis asked nurse to call if they have questions about the third device. Mis explained they could turn on the vent warmer, add blankets or a bair hugger, and increase the temperature in the room if needed. Per wo update on 26jan2023, after reviewing diagnostics, the inlet pressure was noted at -13.5psi in stop mode with the fluid delivery line disconnected. Biomed discussed this was indicative of a failed pressure transducer.

Event description:
It was reported that the postcardiac arrest patient had not reached target of 36c yet on the arctic sun device. The patient was 35.4c and had been for a few hours. The patient was on the device with serial number(B)(4), but nurse changed it over to serial number (B)(4) already. Nurse thought that the water was 32.8c on the device with serial number (B)(4) and it did not give a flow rate. The patient had been on the device with serial number (B)(4) for about 5-10 minutes. Water was 68.2f, flow was 0 lpm, inlet pressure was -13.5c and circulation pump was at 0 percentage. Nurse stopped and resumed therapy. Flow was at 0lpm, inlet pressure was -6.9 psi, circulation pump 0 percentage, pump hours 933 and system hours were 984. Nurse stopped therapy and emptied pads. Received an empty pads not complete alert. Nurse disconnected pads and started therapy in manual mode. The flow was 0lpm, inlet pressure between -11.8 and -13.5psi, circulation pump was 0 percentage . Mis asked nurse to send the device with serial number (B)(4) to biomed labeled no flow. Nurse was placing the patient on a third device. Mis asked nurse to troubleshoot first device with serial number (B)(4). In manual mode with a water target of 100f, flow was 1.6lpm, inlet pressure was -7.0psi, circulation pump 44 percentage. Water 86f and increasing. Water level 3. Mis explained that this device appeared to be functioning properly. Mis discussed factors that could make it difficult for a patient to warm. There was a 0.5c allowable tolerance. The patient was 0.6c below target. The water may not have been warmer to prevent the patient from getting too warm. Mis explained that the first device may be used on patients if someone else came in. Mis asked nurse to call if they have questions about the third device. Mis explained they could turn on the vent warmer, add blankets or a bair hugger, and increase the temperature in the room if needed. Per wo update on (B)(6)2023, after reviewing diagnostics, the inlet pressure was noted at -13.5psi in stop mode with the fluid delivery line disconnected. Biomed discussed this was indicative of a failed pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.